Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump had emitted call service alarms with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/14/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms on the reported event date. During testing, the pump powered on normally; however, a call service alarm was immediately emitted. The pump cover was opened and an internal component was found to be defective. The component was replaced and the pump operated normally. Unrelated to the complaint, evaluation revealed a discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).